Manufacturer narrative:
Product classification code provided. A device history record review was conducted. There were two lot numbers with this review for the rod introduction pliers for dual-opening impl for 6.0 mm rods. Both lots were manufactured by diener (B)(4) and were inspected and conformed to the synthes inspection. There were no mrrs, ncrs, or complaint-related issues with these lots. A manufacturing evaluation was conducted. Due to an unknown cause, the tip of the tube, of the persuader broke. The part exhibits minor scuffmarks. Based on the evaluation and the unknown root cause, this complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device used for treatment and not diagnosis. The dual-opening uss system includes a rod introduction pliers to introduce the rod into the side opening screw. The user loads one of the four collars, parts 299.292, 299.293, 499.292, and 499.293. Surgeon then positions the instrument over the hook-screw holder 388.612 thru the persuader tube component. Next the user engages the rod with the jaws and squeezes and rocks the handle to align the screw and rod. This step induces a concentrated bearing load on the distal rod side of the inner diameter of the persuader tube. This bearing load location is consistent with the location of the failure on the returned instrument. A host of anatomy and rod bending variables contribute to a high increase in the induced force. If extreme forces prohibit the introduction of the rod to the screw, this system offers a transverse bar to extend the screw to the rod. The chu engineer reviewed the relevant drawings for this instrument 388.509 rev e and 388.509.2 rev b). Drawing 388.509.2 calls out the appropriate dimensions, material 17-4, and finishing processes for this component. Since january 2006 to february 2013, the chu report 3 complaints with this hazard. Based on sales of collars for the same time period, the occurrence rate is .006 percent. The chu engineer reviewed hazard analysis for uss-ii, s00-004. This document does not adequately address the hazard of this complaint and the design risk assessment. The documents will be updated to reflect the new information. The loading condition and force values are not known: if the forces become extreme in surgery, a transverse bar is available in the spine system.

Event description:
Synthes (B)(4) reported the tip of the tube on the rod introduction pliers broke during reduction. It was not reported if the broken fragment was found. No harm to patient was reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Patient information is unknown; device was used for treatment, not diagnosis.